Manufacturer narrative:
The following fields have been updated with corrections: medical device expiration date: 2020-05-31. Medical device lot #: 9151833. Device manufacture date: 2019-05-31.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had an additive abnormality. This was discovered during use. The following information was provided by the initial reporter: sst tubes have been showing droplets of additive attached to the tube wall, insoluble in biological material even proceeding with homogenization as recommended by the manufacturer. It happened to all gel tubes they use but did not specify batch.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had an additive abnormality. This was discovered during use. The following information was provided by the initial reporter: sst tubes have been showing droplets of additive attached to the tube wall, insoluble in biological material even proceeding with homogenization as recommended by the manufacturer. It happened to all gel tubes they use but did not specify batch.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had an additive abnormality. This was discovered during use. The following information was provided by the initial reporter: sst tubes have been showing droplets of additive attached to the tube wall, insoluble in biological material even proceeding with homogenization as recommended by the manufacturer. It happened to all gel tubes they use but did not specify batch.